Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with electromagnetic interference over-sensing on their implantable cardiac monitor. The cause was suspected to be a transcutaneous electrical nerve stimulation device. No intervention was performed. Patient was stable after the event.